Manufacturer narrative:
Qn# (B)(4).

Event description:
The swg (spring wire guide) was found kinked.

Manufacturer narrative:
(B)(4). The customer returned a guide wire for evaluation. The guide wire was returned without the advancer tube and the straightener tube and cap were missing. The introducer needle was not returned. The guide wire was observed to have a single distinct kink towards the distal end of the body and a bend near the proximal end of the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. Visual inspection on the introducer needle was not completed as it was not returned. The kink in the guide wire was located 28mm from the distal tip and the bend was located 42mm from the proximal end. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. Functional inspection on the introducer needle was not completed as it was not returned. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques for insertion to minimize damage to the guide wire during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked was confirmed through examination of the returned guide wire. The guide wire was kinked towards the distal end of the body, and there was a bend towards the proximal end. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. The probable cause of kinked guide wire and needle resistance could not be determined based upon the information provided and without the introducer needle being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The swg (spring wire guide) was found kinked.